Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices implanted during the same procedure. It was reported to boston scientific corporation that an obtryx system was implanted into the patient during a procedure performed on (B)(6) 2012. As reported by the patient's attorney, the obtryx device was replaced on (B)(6) 2018 due to an unreported reason. Boston scientific has been unable to obtain additional information regarding the event to date.